Event description:
It was reported that high threshold was observed on the rv lead. The lead was capped and replaced. Patient condition is fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.